Manufacturer narrative:
The returned device analysis confirmed the reported material separation issue as the actuator knob was observed detached from the cds handle (not securely attached in place). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. The investigation determined that the reported actuator knob separation appear to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report when the clip delivery system was unpackaged, the actuator knob came off. It was reported that when taking the clip delivery system (cds) from the package, the actuator knob (blue cover) came off. Therefore, the cds was not used in the procedure and a new cds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.